Manufacturer narrative:
The information was received from a maude foi report, mw5056258.

Event description:
Event date: (B)(6) 2015, report date: 09/15/2015. Event description: pt noted "low speed" and "red heart" alarms; he contacted vad coordinator who instructed him to come to ed. The vad coordinator interrogated the device and the history showed low speed, "pump off" and driveline disconnect. Pt denied disconnecting the driveline. Chest cta and abdominal x-ray were obtained and device log files were sent to the MFR. The manufacturer noted that the pump stop/low speed events have been linked to potential issues with the percutaneous lead. On 2015, the pt went to the operating room to have the vad replaced. A y/o morbidly obese with chronic systolic heart failure secondary to nonischemic cardiomyopathy s/p vad, gerd, dm, afid, and depression, presents to the ed with issues with his lvad. Pt states that just before he went to bed, he was placing his mag on the table when he noticed that his pump was slowing down to approx 8600 rpm while it is set at 9400 rpm he states that this happened twice. He states that he was then jolted a little bit. He was otherwise asymptomatic, denies any soa or chest pain. He has otherwise been doing well and has no complaints he was subsequently airlifted to for further management.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and experienced low speed/call hospital contact alarms for a brief period. The patient reported that he could feel the pump speed decrease and then return to normal function. Approximately 30 minutes later, the patient reported receiving a red heart alarm and a pump stoppage event. The patient was connected to the power module at the time of the event. The vad coordinator instructed the patient to switch to battery power and the pump resumed function. The patient was instructed to go to the local emergency room for transport to the implanting center for a suspected driveline issue. Upon arrival, the patient was placed on an ungrounded patient cable for device interrogation. The system controller history showed pump low speed, pump off and driveline disconnect alerts on two occasions. The patient was asymptomatic. The manufacturer's technical services representative reviewed x-ray images of the driveline and a suspect area was noted internal to the patient by the pump end bend relief. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The evaluation of vad-55298 confirmed the reported alarms and pump stops recorded in the submitted system controller log file. The driveline was cut approximately 1.5 inches from the pump housing and the remainder of the driveline was returned in two segments measuring approximately 10 inches (internal) and 27 inches (external). Continuity testing of the three segments of the driveline found all wires were electrically intact. Examination of the 10 inch internal segment and 27 inch external segment found no area of compromised wire insulation. The 1.5 inch segment of the driveline showed some breakdown of the braided shield adjacent to the nipple of the outlet housing. Removal of the clear bionate and braided shield revealed a breach in the brown wire insulation approximately 0.25 inches from the nipple of the outlet housing. The inner conductors were exposed, confirmed via hipot testing. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the brown wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stop events recorded in the submitted log file. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.